Event description:
Surgeon could not get foot activated handpiece to adequately control bleeding and was being directed by the machine to regrasp tissue sample. Staff then requested yet another handpiece that was hand activated which did work properly. Surgeon was able to perform other portions of the surgery while the add'l equipment was obtained so no delay to the pt. Case was able to be completed as planned. This surgeon has been using this equipment and technology for years prior to this case.